Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 2 applications were performed with the balloon catheter without any issues. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 2 injections. The catheter passed the performance test and electrical integrity as per specification. Also, impedance was within specification. Pressure testing did not show any leaks or traces of liquid/blood inside the catheter. Multiple clinical issues were encountered during the procedure. In conclusion, the balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's heart rate decreased and asystole occurred. Pacing in the atrium was performed, and it was noted that there was capture however, there was no conduction through the av node. Cardiopulmonary resuscitation was subsequently performed, as it was observed that the patient did not have a pulse or blood pressure. Ventricular pacing was achieved, and epinephrine was administered. The patient's heart rate returned and the patient stabilized. An intracardiac echo (ice) and transthoracic echo were performed, and there was no effusion noted. A coronary angiogram was then performed, and spasm was noted in one of the left coronary arteries. The coronary spasm then resolved after a few minutes. The procedure was aborted, and the patient was under general anesthesia. The patient was extubated and taken into recovery. The patient was noted to be fully awake, with no signs of impairment. It was noted that physician felt that this event was a severe vagal response from ablating a nerve ganglia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.